Event description:
It was reported that the patient went to the emergency room and was admitted to the hospital due to a syncopal event. The electrocardiogram recorded episodes of mode switch on the atrial lead while the patient was in sinus rhythm. It was unclear as to why mode switch episodes occurred and persisted for almost 9 hours. Myopotential oversensing was also noted on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.